Manufacturer narrative:
Jada appears to have functioned as intended, however there was bleeding noted at the verification step and a decision to escalate to uterine artery embolization was made. As we are unable to rule out use of jada in contributing to the need to escalate care to an uae, we are reporting this in an abundance of caution. This report will be amended if we receive additional information regarding this event. The submission of this report is not an admission that the device caused or contributed to the reported event.

Event description:
The patient was noted to have postpartum hemorrhage related to uterine atony after her delivery. Prior to jada insertion, this subject received carboprost, misoprostol, txa and methergine. The cumulative blood loss prior to jada insertion was noted as 2163 ml. Jada was inserted, treatment initiated and total amount of blood collected in the canister during jada treatment was reported as 125 ml. During jada use, the patient received red blood cells (2 units) and platelets (number of units not reported). This patient also received fresh frozen plasma (2 units) during this event. Vacuum was reapplied due to additional bleeding during the verification step of treatment (when vacuum is disconnected, and the cervical seal is emptied of fluid to assess whether or not the event is resolved, and the device should be removed). The patient was transferred to ir and received uterine artery embolization.